Manufacturer narrative:
(B)(4). Insulin pump was received with unresponsive all the buttons due to corroded keypad traces. Unit was received with cracked battery tube threads, cracked case at corner of the belt clip rails and missing display window cover.

Event description:
The customer reported via phone call that battery compartment was cracked. Blood glucose was 294 mg/dl. Troubleshooting was performed. The insulin pump will be returned for analysis.